Manufacturer narrative:
(B)(4). H6: health effect - clinical code - 4591 decreased level of consciousness diabetes mellitus is a known cause of hypoglycemia and decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024 around 12 pm, the patient¿s cgm was reading 230 mg/dl, and the bg meter was reading 130 mg/dl. The patient began feeling weak, dizzy, sleepy, and was ¿not responding¿ to her husband (but it was not documented the patient fully lost consciousness). The patient¿s husband called the emergency medical service. Once the emergency medical service arrived, a bg value was tested by the paramedics and the bg meter reading was 40 mg/dl, and the patient was informed that the cgm readings were ¿off¿, but no specific cgm reading was provided at this time. The patient was transported to the hospital. At the hospital, the patient was treated with an unspecified intravenous medication to raise her bg level. The patient recovered after treatment and was discharged home later the same day. At the time of report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid calculator at the time of the event. There were not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was tested by the paramedics. No additional patient or event information is available.